Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery in 2008, the surgeon was unable to insert the implant. It was then found out that the polyethylene had become deformed after checking the implant. After that, surgeon has changed another new product with same catalog number to successful implant. Surgery was delayed 30 minutes.